Event description:
It was reported during use the cardiosave intra aortic balloon pump (iabp) had system over temperature and the unit stopped working. There was no patient harm and injury reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to duplicate the alarm. Device passed the performance and safety checks according to factory specifications.